Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the patient¿s ins was overdischarged. The ins would not communicate with a recharger or patient/clinician programmer. The patient allegedly never attempted to charge the ins, so it was not known when the overdischarge occurred. Physician mode reset was reviewed with the rep. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for other deep brain stimulation and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep later reported that they followed the protocol to regain the ability to communicate with the ins again and the issue was resolved.